Event description:
It was reported that the customer replaced the graphic user interface printed circuit board (gui pcb), due to loss of gui communication. The ventilator was not in use on a patient at the time the malfunction occurred. The service technician installed new software and preformed all tests per service manual. The unit passed all testing and operates within the manufacturing specifications.